Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the clinical use and procedure details, but the customer didn¿t provide the information. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flex vision monitor didn¿t display images. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the philips logo was not visible during the boot sequence, no image display on flex vision monitor. The fse confirmed that the flex vision monitor was defective and needed a replacement. To resolve the issue, the fse replaced the flex vision monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system flexvision monitor did not display an image.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.